Event description:
Customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and arranged to replace the pump, instructing the customer on storage mode procedures and the return process using a provided pre-paid label. The customer was advised to program settings into the replacement pump and connect their cgm, with full understanding and cooperation. Customer will continue to use current pump.